Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 150mm x 150cm coyote balloon catheter was selected to dilate the lesion, however, the balloon ruptured at an unknown pressure and inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with the original box and hoop. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood in the inflation lumen. Examination under magnification revealed a balloon pinhole 50mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion, however, the balloon ruptured at an unknown pressure and inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.